Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a suture separation. A review of the incident information and analysis of the returned product determined the observations noted during return device analysis are consistent with a suture retrieval issue as a suture break was noted which is likely what was reported as a cuff miss; therefore, no follow-up is required. The observed damage to the follower and sheath were not reported and most likely occurred due to post procedure handling during packing or transit for return to abbott.production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, after needle deployment, the plunger was pulled but the suture could not be verified with two prostyle devices. A cuff miss occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.